Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while the device was being applied to the stomach, after pressing the green button, the device cannot fire. The surgeon was able to squeeze the handle. Then after pushing back the black button, the reload can¿t remove from the handle. The handle and reload was changed to resolve the issue in order to complete the case. There was no patient injury.